Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported two different infusions on 5th floor in at centracare that involved large amounts of air to pass through the air sensor without it alarming. Nurses were able to detect and stop pumps before harm was done.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The unit involve in the reported incident was not return for a more further and detailed evaluation. Test result(s): defect was not confirmed.